Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files identified pump stops and low speed events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, these findings could be indicative of a potential driveline issue. The submitted log files captured two transient pump stops and associated low speed alarms prior to the driveline repair on 01oct2019 at 03:51:49 am and on 02oct2019 at 11:21:13 am. These events occurred while the system controller was connected to a power module. Low flow hazard alarms were observed during these pump stops, associated with the low speed hazard alarms. Minor power elevations were also observed during these events. A distal end driveline repair was performed on 04oct2019 and the replaced portion was returned in a segment measuring approximately 20¿. The outer silicone jacket and the bionate layers of the driveline appeared unremarkable. Minor metal braided shield breakdown was observed approximately 4¿ and 11¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log files. The account reported that the patient had no alarms following the driveline repair, but he would be placed on an ungrounded patient cable as a safety precaution. However, it was later reported that a short to shield occurred prior to being placed on the ungrounded patient cable. The evaluation of an additional log file captured an additional pump stop and low speed event after the driveline repair on 04oct2019 at 05:08:52 pm while the system controller was connected to a power module. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on vad-63020 and no further issues have been reported at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis captured pump stops on (B)(6) 2019 and (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. On (B)(6) 2019, manufacturer's technical service representative performed drive line replacement about 22 inches from the distal end. Patient was placed back on the regular ungrounded patient cable and there had not been any alarms. Circulatory support stated patient did have short to shield alarms before placing patient on the ungrounded again. Log file analysis confirmed pump stoppage and low speed events post percutaneous lead replacement on (B)(6) 2019. This indicates the external percutaneous lead replacement did not resolve the issue.